Event description:
It was reported that during a cholecystectomy procedure, the clips were malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.